Manufacturer narrative:
Initial reporter: postal code: (B)(6); phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the check-flo introducer sheath was discovered separated near the hemostatic valve in a rosch-uchida transjugular liver access set. This was noticed upon opening the package. The device was not used, and the procedure was completed successfully by using a new same device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: upon further review, it was determined this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction. There is no precedent of this malfunction leading to an ae, as a detailed search of current reporting software has not indicated a previous event of intact tubing pulling out of the check-flo hub leading to patient injury or harm. As there are no recorded incidences of serious injury due to the reported failure mode and it is not likely that serious injury would result if the event were to recur, the event is not reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.